Event description:
Caller reported a cartridge alarm 20 during the load process, and it was confirmed that they waited for the prompt to remove the used cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, which was out of warranty. The customer chose to use multiple daily injections (mdi) as backup therapy. A loaner pump agreement was discussed, signed, and the loaner pump was sent along with instructions on using updated software. The customer agreed to send insurance card pictures and understood the steps to take upon receiving the loaner pump.